Event description:
The patient's family member called in response to the profile missing segments letter that had been sent to patient. Patient requested that patient's name to be removed from all mailing lists as patient is deceased. Pt had allegedly died "from insulin related complications". It was reported that the patient had been very ill (no details provided), at times taking too much insulin or not enough. The family member alleged that the illness/death may have been due to the meter. Patient was no longer in possession of the meter, hence it could not be tested for missing segments. There was no report that the meter had missing segments, the call was merely a request to remove the name from the mailing lists. Further attempts to contact the family member were unsuccessful.